Event description:
Literature article entitled ¿comparison of three-lock bone preservation stem and corail stem in the treatment of crowe jade developmental dysplasia of the hip" written kong lingchao, chen long, yang xianteng, sun li, and tian xiaobin. Published by chinese journal of anatomy and clinical medicine; published august 2020 was reviewed. The article's purpose was to compare the clinical value of tri lock bone sparing stem and corail stem in the treatment of adult developmental dysplasia of the hip. Patient data: from january 2015 to april 2019, 35 patients (40 hips) with crowe jade ddh, including 5 males (5 hips) and 30 females (35 hips), aged 26 - 77 years old, were treated with total hip arthroplasty. Depuy products: tri-lock bps and corail femoral stem, depuy ceramic femoral head, pinnacle cup and ceramic or poly liner. It is reasonable to conclude that a depuy reamer would be utilized during the reaming of the femoral canal and this will be captured on this pc relating to the femoral bone fracture. Adverse events (2) intra-op iatrogenic fracture of the femur bone during reaming ¿ treated with intra-op wire fixation. (4) distal thigh pain ¿ treatment not indicated within the article. ¿ this event will be captured with unk ips as it is unknown what product line each patient had that experienced thigh pain.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary- no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot - a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.